Event description:
It was reported that when the customer attempted to remove air from the cartridge, a large gush of air was released, and they were unable to stop pulling air from the cartridge. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge with a new one, which worked successfully, allowing them to resume insulin without further assistance.